Event description:
The following has been reported: "device/s within warranty. Error 51 speaker defective and connection cable crushed/broken." Reporting due to the referenced technical issue as a conservative measure. No adverse event information was reported. More information is needed to complete the investigation.